Event description:
The distributor states that the head nurse of one of their customers was using the arjohuntleigh sling in conjunction with a maxi move for a transfer, and noticed a little rip, but continued to use the sling. It is unclear as to how many more transfers took place (or how much time elapsed from this first awareness), but during another transfer, the sling ripped all the way through by the stays (which reportedly popped out). She then used the second sling they had ordered (no rips noticed pre-transfer) and that sling ripped during the transfer, reportedly in the same area. In both instances, there was no fall as the nurse was able to secure the pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.